Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported est is not passing. The fse reported the block patient wye test failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse replaced the sensor pcba to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The fse reported the block patient wye test failed due to inhalation autozero solenoid could not open. The customer reported there was no patient involvement.